Event description:
It was reported to lifecell, as follows: - on (B) (6) 2010, the device was implanted for repair of a large incisional hernia - five days post-operatively, the patient, with a history of copd, coughed and the device split - surgeon explanted a part of the device and repaired with a different surgical mesh lifecell was informed that the patient has expired (date and cause of death are unknown, at this time)

Manufacturer narrative:
Evaluation: - review of the device history records - query of lifecell complaint system for any issues or other complaints reported to lifecell against devices distributed from lot s10615 ) - review of the device history records resulted in no remarkable findings - to date, of the 201 devices distributed from lot s10615, 69 devices were reported as implanted, with no issues or other complaints reported to lifecell based on the information reported and internal investigation into complaint related lot, the event was evaluated as unrelated to the device. Lifecell requested additional information from (B) (6) medical center. As of to day, no information was provided. Due to nature of the event, death, and lack of the information available, lifecell reports this event to FDA. Lifecell will file follow up report if additional information becomes available.